Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. As a resolution, the customer was recommended for a pump replacement after various troubleshooting steps were completed, and the customer was educated on managing the current pump until the replacement arrives.